Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service was unable to determine the proximate cause of the reported issue. Device history review a review of the device history record for sn (B)(4) was performed from the date of manufacture 03/02/2017 to the present date 12/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was damaged during bds onsite visit. No patient involvement.